Event description:
Report received from france states: "the blade is curved, difficulty to insert the trocar through the sclera. No patient impact."

Manufacturer narrative:
The device will not be returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.